Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received a notice about a voluntary recall regarding the scroll wrap feature. A request was made to replace customer's insulin pump. Nothing further reported.